Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection, and sterilization (cds) information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. A soluscope 4 automatic endoscope reprocessor was used with soluscope cln as the detergent and soluscope paa as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried with non-sterile compressed air and stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the lens glue on the distal end had a pin hole, the charged coupled device lens glue had a pin hole, the bending section adhesive was separated, the connecting tube protector was damaged, angulation of the up/down and right/left knobs was reduced, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.